Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported the absolute pro was implanted on (B)(6) 2024 in the mid portion of the superficial femoral artery. On (B)(6) 2024, angiography confirmed in stent restenosis, the patient was asymptomatic. The patient was admitted the same day. On (B)(6) 2024, balloon angioplasty and catheter-directed thrombolysis for the left lower limb artery was performed. On (B)(6) 2024, the patient underwent balloon angioplasty and iliac artery stent implantation for the left lower limb artery. The significant stenosis was successfully resolved, and the blood flow was markedly improved. The patient is still in hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure.based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed reports, additional information was received: the patient was discharged on (B)(6) 2024. No additional information was provided.